Manufacturer narrative:
The proces of gathering information and the cause analysis is still ongoing. The conclusions from the investigation will be provided in the next report.

Manufacturer narrative:
During preventive maintenance of the maxi sky 600 ceiling lift it was observed that one of the tracks of the x-y kwiktrack ceiling rail system has dislocated slightly from its original position, sliding along the mounting bracket (element connecting ceiling and installation). No actual detachment took place. Arjo representative made a recommendation to take the system out of use. When reviewing reportable events for last five years associated with the track installations, we have found limited number of similar complaints where the end mounting point was not supporting the rail. Investigated kwiktrack x-y track installation system includes a mobile track supported by two other fixed tracks. Each fixed track is attached to the ceiling by three mounting points, two on the ends and one in the middle of the track. According to the installation instructions, the distance between the last bracket and the end of the track (overhang) shall be 20 - 30 cm (8 - 12 in). The bracket can be opened for the time of attaching the rail, and then shall be closed to secure it from falling out. On the end of the track, behind the bracket, the end stopper should be mounted in order to ensure that the mobile track would not leave the fixed track and fall out. The evaluation of the installation involved revealed that mounting anchor bolt was placed on the very end of the track. Such a layout could not be effect of the damage, but rather was incorrectly installed so from the beginning, probably due to wrong measurement of the anchor point during installation by the third party company. Please note that the installation process of the arjohuntleigh ceiling track installation should have been performed according to instruction guide that is attached and delivered with each our installation system. The complaint was reported due to indication of slipping the fixed track out of the mounting bracket. After clarification it was revealed that: the bracket locking mechanism, which prevents the bracket from detachment, was in the closed position, the end stoppers, preventing the mobile track to traverse out, were in place. Please note that although arjo device did fail to meet manufacturer's specifications, the essential safety features (end stoppers, closed bracket) were in place to prevent actual detachment or adverse event. The malfunction was noted during preventive maintenance and the system was taken out of use. In the light of this information, it was decided that such situation will not be reported in the future.

Manufacturer narrative:
The system was evaluated by the arjo representative after the event and the claimed problem was confirmed- the fixed track slipped partially from the mounting bracket. It was confirmed that the bracket locking mechanism was in the close position and the end stoppers were in place. The analysis to determine the cause is still ongoing. The conclusions from the investigation will be provided to the final report.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018 arjo was informed about the event with participation of the maxi sky 600 ceiling lift and kwiktrack x-y ceiling installation system. This installation system includes a mobile track supported by two other fixed tracks. Based on the information gathered, the fixed track slipped partially from the mounting bracket, however no detachment occurred. Additionally, there was no injury reported.

Manufacturer narrative:
Information already gathered allowed to determine that the installation system was not proberly assembled by the third party company. The final conclusions will be provided in the next report.